Event description:
The patient underwent replacement of a previous conduit for tof. Concomitantly, no additional surgery was performed. In 2001, echocardiography revealed nonstructural dysfunction due to distal anastomosis stenosis. In 2004, patient came to the ER with fever headache, vomiting and diarrhea. Endocarditis due to streptococcus equii was diagnosed. Valve leaflets and distal anastomosis appeared thickened on echocardiography. Patient was successfully treated with antibiotics. Two months later, catheterization revealed distal anastomosis stenosis with a rv pressure of 83 mmhg. Balloon dilatation was performed. Three months later,catheterization revealed recurrent distal anastomosis stenosis with rv pressure of 73 mmhg. After supravalvular stent placement, conduit leaflets remained open and severe pulmonary insufficiency was diagnosed. As patient was in good general condition, no further action was taken at that moment. In 2005, diagnostic angiography was performed and upon consultation with the surgeons it was decided to explant the valve. This was done in 2006. Upon explant, the valve seemed severely calcified.

Manufacturer narrative:
Analysis: the gross appearance of the tissue received is not unusual for a valved conduit removed from a patient with healed endocarditis. Leaflets are thickened with light deterioration on the outflow. Pannus is present on the inflow and outflow and extends over all the commissures. Radiography shows moderate to extensive mineralization in the conduit wall in four of the smaller pieces of tissue. Conclusion: the patients condition contributed to the valve degradation which was related to the reported event.